Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into a post market vigilance instrument. The reload was applied to test media, all staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the partial fire condition with interlock engagement may occur if the instrument firing button had been partially compressed and released. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The battery was inserted into the powered handle and the adapter was connected with no problem. The reload was loaded and the jaws were check with no problem. The surgeon inserted the device into the patient cavity, clamped tissue, and attempted to fire but the status indicator lights were illuminated blue and the reload indicator light was flashing. The product did not lock on tissue and was removed from the tissue without damaging it. The device could not be fired. Some staples were observed to have disengaged from the staple pocket of the reload. Nothing fell into the patient's cavity. To complete the procedure, another device was used.